Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was concerned about her scs system malfunctioning because the patient is having an increase in lower back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.